Event description:
New information indicates the lead continued to exhibit noise with inappropriate mode switch in (B)(6) 2014. The patient was told to avoid emi devices. In (B)(6) 2014 no new noise was observed at follow-up. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited inappropriate mode switch and noise. The patient would be scheduled for a follow-up.